Manufacturer narrative:
(B)(4) initial emdr submission - the device was received for evaluation and the investigation is in process currently. The customer was unable to provide the lot number for the product as the packaging was thrown away. The failure reported was found prior to patient use, so there was no patient impact or harm. Once the investigation is complete or if any additional information is received, a follow up MDR will be submitted.

Event description:
Customer stated via email: this was noticed out of the package the center ring did not have it "punched" out so there was no pass thru in the adapter. He could not tell due to the packaging if it is a lot # issue or not. Reported item was not being used on patient. States, "no patient harm. Due to being placed on the equipment prior to being used the packaging was not kept." Unable to provide a lot number.